Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) device was received for evaluation; the event of unintentional activation was not confirmed during testing, however the event of disassembly was confirmed. The device was found to be affected by a missing ramp assembly. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had disassembled and ran without user activation. There was no patient involvement; no patient impact.